Event description:
The customer contacted philips to request a part number for the capacitor as the capacitor was making unexpected noises and they believe it might be starting to degrade. There is no allegation of malfunction or failed test. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.